Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of event requested.

Event description:
The customer reported the device went vent inop while in use. Due to a vent inop condition, pressure sensors failure occurrence. No patient harm reported.

Manufacturer narrative:
Device evaluation & resolution: the manufacturer's field service engineer (fse) confirmed the reported problem. The fse wiggled the da to mc cable and caused vent inop. The fse replaced da to mc cable per (B)(4) to resolve this issue.